Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a drain was inserted. On the same day in the intensive care unit, it was found that the drain failed to function and no drainage was found. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, during the functional inspection, the drain functioned properly and drained the water.